Manufacturer narrative:
Other, other text: corrected information: a photo and sample was received for evaluation. Visual inspection of the photo and sample received revealed that the sample was cut off. The sample was received in a condition that did not allow testing to confirm the reported issue. Manufacturing controls are in place to prevent occurrence of the observed condition on the sample and photo. The root cause for the reported issue could not be determined. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147., corrected data: g1, h10

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that the end of hotline was not screwing onto patient bung end properly. The line repeatedly detached and was unable to be used. No patient injury occurred.